Event description:
Reporter name - : dear FDA officials: I am writing to formally complain about the electric wheelchair manufactured and sold by the brand moovon. As an elderly consumer with limited mobility, I purchased this product hoping it would assist with rehabilitation training and daily mobility. However, the product has serious quality defects and is suspected of being an illegally sold medical device without FDA approval. I began using the product after receiving it, following the instructions. However, while using the product to descend a slope, it suddenly lost power completely, the brakes failed, and it rolled severely downhill, causing me to fall from the wheelchair. I found that the product had no resistance or braking effect, and the motor's appearance showed no electromagnetic braking system (photo of the motor attached), posing a significant safety hazard. Furthermore, neither the product manual nor the outer packaging box indicated any manufacturer information, name, or address, making it a typical product of unknown origin. As an ordinary consumer, I have no way to trace the responsible party after this safety incident, nor can I obtain effective after-sales service or legal remedies. This further proves that the product does not meet the basic requirements of us federal regulations regarding the traceability of medical devices and the disclosure of manufacturer information. Complaint reasons: **suspected illegal sales:** according to 21 cfr 890.3860, electric wheelchairs are class ii medical devices in the united states and must undergo the FDA's 510(k) premarket notification process to be legally marketed. My checks in the FDA database and on the amazon product page revealed that the manufacturer has not displayed any FDA 510(k) number. I have reason to suspect that this product has never received FDA market approval or that the FDA 510(k) premarket notification is irrelevant to this product. Serious quality issue: the motor lacks an electric braking system. When going downhill, it suddenly loses power and rolls rapidly, directly violating the basic requirements of the federal food, drug, and cosmetic act (fd&c act) that medical devices must be safe and effective. This is completely inconsistent with the seller's claimed "safe downhill" function and constitutes an adulterated product. My request: I urge the FDA to investigate this manufacturer (moovon) and provide me with a response regarding whether the product currently sold by the company has FDA authorization. Reporter email: (B)(6) / reporter job title: seniors / additional product details: company name: (B)(4) china brand name: moovon product name: foldable 4-in-1 electric wheelchair & roller walker ¿ lightweight, compact & portable electric roller for seniors with seat, black platform: amazon.com order number: (B)(4) asin: (B)(4). Product link: https://www.amazon.com/gp/product/b0g8j6vj9g. Purchase date: 2026/5/11.